Event description:
It was reported that, during surgery, when surgeon tried to insert 2.0 non locking screws into the clavicle during a case, the screw heads popped off. He then tried a second screw, same occurrence. A third screw shaft broke as well. All screws were inserted by hand and broke prior to final seating in the plate. The procedure was resumed, after a non significant delay, using a s+n back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Complaint reference number: (B)(4).

Manufacturer narrative:
The devices were not returned for evaluation. However, the photographs were reviewed, and revealed that the screws fractured. Devices specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management files, prior actions and product prints review could not be performed. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, surgical technique, and/or excessive forces. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during internal fixation surgery, when surgeon tried to insert 2.0mm unknown evos plating screw into the clavicle during a case, the screw heads popped off. He then tried a second screw, same occurrence. A third screw shaft broke as well. All screws were inserted by hand and broke prior to final seating in the plate. The broken pieces remained inside of the patient. The procedure was resumed, after a non significant delay, using evos mini 2.4mm screws instead. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Additional information: h6 (type of investigation), h10 (results of investigation). H3, h6: the provided photographs were reviewed, and revealed that the screws fractured. However, the devices sent by the costumer were returned and evaluated. Although the screws provided were not directly involved in the complaint case, similar screws in terms of size and specification were provided. A review made by the quality engineering team revealed that, upon investigation, it was discovered that all six parts provided by the sales representative were within the tolerance outlined in the drawing print. The clinical/medical investigation concluded that, based on the limited information provided, the definitive clinical root cause of the reported breakage could not be determined. Although a procedure vs user error could not be rule out as a contributory factor. The evos screws are made of stainless steel, and they are used to fix the plate to the bone, inside the patient. According to the report, the body of the screw was left secured in the patient's bone, therefore, the possibility of micro-motion and/or migration is unlikely. The surgeon completed the procedure with a evos mini 2.4mm screw in a new bone hole without any injury to the patient, however, it is unclear if there was a delay in the procedure. The impact to the patient was the retained screw. Should any additional relevant medical information be provided, this case would be re-assessed. A review of the instructions for use documents for evos plating system revealed that loosening, bending, cracking or fracture of implant components has been identified in the adverse effects. The devices' specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management files, prior actions and product prints review could not be performed. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.